Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The needles were discarded by the user facility.

Manufacturer narrative:
The correct aware date was (B)(6) 2012 as reported in the intial MDR.

Event description:
It was reported that during a tonsillectomy and hyoid suspension procedure, the second pass of the hyoid (superior - inferior) was d ifficult and three needles broke in the process. Reportedly, each needle bent, flattened out, and eventually broke. There was no report of patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.